Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors had disconnection issues when used in conjunction with non-baxter sets. It was not specified when the disconnections occurred. The one-link connectors were typically connected directly to the patient catheter. It was further reported that radioactive fluid was used in the department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.